Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was not turning on. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality was affected. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer also reported that no damage to the battery cap contacts. The customer also reported that the pump was not exposed to moisture. Instructed the customer to discontinue pump use, revert to a back-up plan per the health care professional¿s instruction, and put the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph or perform the history review 1 week from the event date (B)(6) 2025 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2 and moisture damage on the motor. No damage noted on the force sensor. The pump was received with cracked battery tube threads and cracked at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The case was broken off case in the back when the pump was cut open. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to perform the required testing due to blank display. Display anomaly-blank display confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.